Event description:
It was reported to boston scientific corp that a polyflex esophageal stent was used during an esophageal stent placement procedure. According to the complainant, the stent became folded and could not be loaded. Several unsuccessful attempts were made by the physician to remove the folds. The procedure was completed with another polyflex esophageal stent. There was no report of pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.